Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 402 mg/dl. The temporary insulin rate was increased and boluses via the pump were delivered to address the bg level. The customer thought that she under-corrected with insulin for a food bolus and also due to an illness. The bg level was currently "good". Tandem technical support advised the customer to discuss the event with a healthcare provider.